Event description:
Burn to patient.

Manufacturer narrative:
It was reported that "used on patient and it caused a burn on the patient. It was not attached to the patient. The plastic covering on the pad was not removed". No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.